Event description:
It was reported to philips that the generator was busy starting, which can impact imaging. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray lamp, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency cardiac arrhythmia treatment when the issue occurred, and it was aborted and moved the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the generator was busy starting, which can impact imaging. Analysis of the system log file confirmed that there was malfunction with the x-ray generator. During troubleshooting, the fse found that the camera interrupted exposure and fluoroscopy was unavailable. The fse did a test replacement of hivo (high voltage) module, but it did not resolve the issue. Upon further testing, the fse found that there was damage (tube arcing) in the mrc x-ray tube. The fse replaced the x-ray tube. The defective x-ray tube was returned to philips for further analysis. The analysis confirmed the arcing of the x-ray tube and identified that the tube failed with a vacuum leak in cathode isolator. Following the replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.